Event description:
It was reported that during a coronary stenting treatment procedure stent migration occurred and post procedure acute thrombosis occurred. The 98% stenotic lesion was located in the right coronary artery. During deployment of a 3.0x20mm liberte stent, there was a plaque shift and the stent migrated during the inflation. The physician attempted to place a 3.0x8mm liberte stent but was unable to cross the lesion. The procedure was completed with angioplasty with an unspecified device. No further patient complications were reported and the patient's status is stable. Four days post procedure, the patient presented with acute thrombosis. The physician dilated the 100% occluded lesion in the right coronary artery and then attempted to place a 2.5x8mm liberte stent, but was unable to cross the lesion. The procedure was completed with angioplasty. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).